Event description:
A minimum fill notification was reported by the customer. There was no adverse impact to the customer¿s blood glucose level. Technical support guided the customer through cleaning the pneumatic tap area and successfully filling and loading a new cartridge onto the pump, which resolved the issue. The customer requested replacement supplies due to the initial issues, and technical support agreed to send the requested supplies to ensure customer satisfaction.